Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma and lymphoadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, lymphadenopathy.

Event description:
Healthcare professional reported left side "rupture", "fibrous pseudocyst with chronic inflammation, foreign body type giant cells and foamy histocytic aggregation", "pathologic lymph node". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated broken on anterior, missing shell (0-25%) and crease fold. Base on the device analysis the final assessment is: a striated broken assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side "rupture", "fibrous pseudocyst with chronic inflammation, foreign body type giant cells and foamy histocytic aggregation", "pathologic lymph node". The device has been explanted.